Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition indicating an issue with the device's touchscreen was observed. The device's ribbon cable was found to be seated improperly. The ribbon cable was reseated to address the issue.